Manufacturer narrative:
Section a1: the patient initials were not provided and are unknown. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Additional h6 codes: health effect - clinical code(s): fatigue. Medical device problem code(s): defective device. Device-device incompatibility. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a 63-year-old male patient with heartmate 3 (hm3) placement in 2020 had a computed tomography (CT) of cardiac morphology. The CT was performed in 2024, and it raised concern for hm3 left ventricular assist device (lvad) outflow graft obstruction, despite the patient having good hemodynamics. The CT was repeated in 2024, and the cardiac morphology was unchanged. The patient then had class iii symptoms according to the new york heart association and was seen and set up for a right heart catheterization (rhc) and CT morphology on (B)(6) 2024. The rhc revealed elevated filling pressures and cardiogenic shock (pulmonary capillary wedge pressure 20, right atrium 19, cardiac index 1.5 by fick method. The patient was admitted for further management. They were hemodynamically reconstituted and then underwent surgery to release the outflow graft obstruction. A left thoracotomy was performed at the 5th intercostal space. The hm3 pump head was identified, and the outflow graft was dissected. A 2-centimeter rib resection (6th) was completed to improve exposure. The bend-relief graft was opened, and bio debris/ thrombus material was extracted. The outflow graft was intact and partial improvement in lvad flow was seen in the operating room. The surgery was complex and took longer than usual due to anatomical and technical difficulties. The patient did well in post operative period and was discharged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The reported extrinsic outflow graft obstruction could not be confirmed as no images or log files were provided, and the patient remains ongoing on left ventricular assist device support. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricle assist system (lvas) IFU, revision, rev. D is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.